Event description:
N/a.

Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - 5679363 (sn a332820), and the lot met specifications when released. Failure analysis -the issue of the complaint was not confirmed. Catheter kinked at 8.5cm from tip. Catheter has sticky residue along catheter body and slight bends. Icp express read 438. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause- the root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause could be due to incorrect set-up of device.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2023-00205 a facility reported that after a microsensor (ID 826631) was implanted, the icp monitor showed -99 mmhg. Then the physician changed with another microsensor which was with the same problem. Therefore, the physician changed with the third microsensor which could be used. The event happened during procedure, before implantation site closure.